Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent micro-switch was replaced and the unit was returned to service.

Event description:
The hospital reported, that during a case, the unit would intermittently not switch to mechanical ventilation with the bag/vent switch. There is no report of patient injury .